Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The ground resistance failure identified during service testing was corrected by replacement of the power filter module. Following corrective action, the device met applicable electrical safety performance specifications. Probable cause is component failure of the power filter.

Event description:
Pump sn (B)(6) was returned to intuvie for evaluation related to a separate complaint. During service testing performed as part of the investigation, the device failed the ground resistance test, which exceeded the applicable acceptance criterion. The ground resistance failure was identified during testing only. No patient involvement or adverse event was reported.